Manufacturer narrative:
.

Event description:
An aneurx bifurcated stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that approximately 93 months post stent graft implant, the physician requested a talent aortic cuff to bridge the gap between the aortic cuff and bifurcated stent graft. However, the physician elected to remove the stent graft and the patient was successfully converted to an open surgical repair. Medtronic has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the patient is stable.